Event description:
It was reported that the patient was short of breath and had palpitations. The device was noted to not be mode switching. It was determined that atrial flutter was occurring and the atrial beats were falling into the blanking period. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.